Event description:
It was reported the patient (B)(6) is experiencing pocket stimulation. The patient claims the frequency of the pocket stimulation correlates with the cycling program utilized for her left knee. As such, the reported sensation is felt only when therapy is in use. The patient reports the pocket stimulation is not uncomfortable, and she is otherwise receiving effective therapy relief. An x-ray was taken for further interrogation; however, the results were inconclusive. This situation will continue to be monitored.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.